Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump black box data revealed evidence of one cs 012 alarm occurred. During investigation, the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit or internal components was found. The complaint of a cs 012 call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm during the fill cannula/ basal step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.